Event description:
While investigating a (B)(6) male patient's electrode belt for an unrelated issue, a reportable problem was discovered. One of the electrode belt cables was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.